Event description:
It was reported that the patient with this pacemaker underwent a magnetic resonance imaging (MRI) procedure. After the MRI, the health care professional (hcp) was not able to return the device to the previously programmed parameters. The hcp contacted the field representative for further assistance. No adverse patient effects were reported. At this time, this device remains in service.